Event description:
It was reported that the radiopaque marker band on a recovery cone detached and pulled upward while advancing in the sheath. The pt was a young man, age unk, who received an ivc filter afer a trauma. Allegedly a dilator was used, however, it was reported that on younger patients, the sheath is still a tight fit, due to the tightness of the skin. On a scheduled retrieval of the filter, the physician was able to complete the procedure without injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample has been returned and the investigation is currently underway. The current IFU (info for use) states: precautions: anatomical variances may complicate insertion or deployment of the device. Careful attention to these instructions for use can shorten insertion time and reduce the likelihood of difficulties.